Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as no lot number was provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2020 a 6f celt acd device was placed in a patient's common femoral artery (cfa) post-cardiac catheterisation. Haemostasis was immediately achieved. On the (B)(6) 2020 patient returned complaining of leg pain. On examination patient was noted to have distal pulses. Patient underwent a lower extremity angiogram and a focal stenosis at the cfa arteriotomy site of the celt implantation was seen. On (B)(6) 2020 patient was subsequently taken to the operating room and underwent successful surgical repair. The celt implant was explanted as it was at the site of the stenosis and a patch angioplasty was performed at the cfa arteriotomy site. Following the surgery, the patient was reported as doing well and was discharged the following day.